Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that it was determined that the cause of the patient¿s stimulation being off when the patient woke up some mornings was due to the stimulator battery dying overnight. The rep stated that no actions were needed to be taken, they just discussed with the patient to charge during certain times of the day to correct the issue. The patient¿s weight at the time of the event was asked but would not be made available. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had been implanted for spinal stenosis. It was reported that the controller was turning stimulation off by itself. They usually charged twice a day. Before bed the consumer would check the device and stimulation would be on but sometimes when they woke up the stimulation was off. This issue occurred intermittently. They woke up with stimulation off and then the next few mornings it was on and the past 4 mornings prior to the call the stimulation was off. The call it was confirmed that stimulation was on, ins battery was 100%, and controller battery was at 80%. Caller reports their stimulation settings on program b. Group 1 is at 5.7, group 2 was at 4.2, group 3 was at 4.2, group 4 was at 4.2. Caller reported they thought that they had set groups 2,3 and 4 were at 6.2. Caller reported they also had adaptive stim. Caller also reports 1.5 hours to charge. It was noted that the health care provider (hcp) and manufacturer representative had checked the device and said that "it should level out." It was confirmed that the patient's pain had reduced by 50% since they were implanted. No further complications were reported.